Event description:
It was reported that during a lap appy procedure, the top part of the device's jaw broke off into the patient. The piece could not be found and an x-ray was performed. The piece was found in the patient. The surgeon will give the patient the option to have it removed, but as of now it will remain in the patient. The patient is fine.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.